Manufacturer narrative:
Batch review performed on 29.09.2021: lot 2010159: (B)(4) items manufactured and released on 27-nov-2020. Expiration date: 2025-11-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without similar reported event. Other devices involved: batch review performed on 29.09.2021: gmk-sphere 02.07.0682l revision fixed tibial tray cemented size 2 l (k123721) lot 182075: (B)(4) items manufactured and released on 5-jun-2018. Expiration date: 2023-08-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without similar reported event. Gmk-sphere 02.09.ta205 tibial augmentation size 2/5mm (k130299) lot 172049: (B)(4) items manufactured and released on 3-may-2017. Expiration date: 2022-05-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without similar reported event. Gmk-sphere 02.09.ta205 tibial augmentation size 2/5mm (k130299) lot 2000750: (B)(4) items manufactured and released on 10-mar-2020. Expiration date: 2025-02-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without similar reported event. Gmk-sphere 02.12.0214fl tibial insert fixed sphere flex size 2/14 mm l (k121416) lot 168302: (B)(4) items manufactured and released on 10-feb-2017. Expiration date: 2022-01-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without similar reported event.

Event description:
4 months after the primary surgery the patient came in reporting looseness in the knee (loose ligaments). The surgeon decided to convert the patient to a hinge knee. The surgery was completed successfully.